Manufacturer narrative:
The diamondclean brush head is an accessory to the healthy white green power toothbrush.

Event description:
The consumer states that the bristles from their diamondclean brush head are coming out inside their mouth. No injury was reported.